Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 15 mg/ml at 10.498 mg/day, clonidine 70 mcg/ml at 48.992 mcg/day and compounded baclofen 40 mcg/ml at 27.995 mcg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient experienced the pump hitting their ribs and a painful pump pocket on (B)(6) 2015. Surgical intervention (pocket revision) was performed (B)(6) 2015. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The outcome was indicated as 'resolved without sequelae' as of (B)(6) 2015 and no further complications were reported/anticipated.